Manufacturer narrative:
The manufacturer received the device for investigation on february 15, 2017. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a synthetic top was used in a surgery on (B)(6) 2017. Upon impaction of the femoral head with the head impactor, a small crack has appeared on the head impactor. No debris were found in the patient.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified review of event description: a ball-head impactor attachment (ref: 78.00.38 lot: 14.918221) has been received. It has been reported that upon impaction of the femoral head with the head impactor, a small crack has appeared on the head impactor. The surgeon states that no debris were found in the patient, there was no harm or injury to the patient. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the ball-head impactor attachment shows some normal signs of usage and it was possible to observe the crack on the head impactor. Furthermore, the area which is supposed to be in contact with the head during application shows unusual deformations. No measurement was performed as DHR indicates that all components met all specifications. Review of product documentation compatibility: no compatibility check can be performed as only one product has been reported. The surgical technique states the following regarding the usage of the impactor: ¿locking of the head by means of a light hammer blow on the reduction lever¿. Root cause analysis: root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance -> not possible, a systematic issue related to potential design and/or material properties would have been detected as part of complaint trending. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient -> not possible, according to material compatibility specification, the material has been tested. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition -> not possible, as the instrument cracked during case it could not be used with the mating implant (femoral head) as intended. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as the deformed hemispherical surface indicates that the surgeon or staff was unfamiliar with implantation technique. - instrument breaks or deforms due to off-label / abnormal-use => possible, as an off-label use (impactor attachment used to remove the head) has most likely caused the reported crack and the observed deformation. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as the detected damage might have resulted from an abnormal state of the material (due to cleaning and sterilization) alone or in combination with an abnormal force applied. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed that the impactor instrument shows a small crack. We could identify a root cause for this issue. The instrument has been used in an inappropriate way as signs of off-label use are visible. Those signs are deformation of the surface made for the contact with the head sphere. They are most likely due to the impact between instrument surface and head basis while trying to remove the head from the stem. The reported instrument 78.00.38 is not designed to remove heads from stems. The clinical evaluation report states regarding the reported instrument: ¿the head impactor is intended to impact, in assembly with the repositioning lever, a head onto a neck/stem.¿ the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).